Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented due to syncope. Upon interrogation the presenting electrogram (egm) showed the cardiac resynchronization therapy defibrillator (crt-d) was operating as programmed and no device relation to the syncope. Further review of previously stored episodes found there was oversensing of noise on the right atrial (ra) channel leading to inappropriate atrial tachy response (atr) episodes. Approximately 14 months later oversensing of noise on the ra channel continued and led to pacing inhibition. Subsequently a revision procedure was performed where the ra lead was surgically abandoned during a change out procedure for normal battery depletion. No additional adverse patient effects were reported.